Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. After the procedure, the patient was prescribed dual antiplatelet therapy (dapt) for 6 months. On (B)(6) 2023, patient had shortness of breath and fast heart rate. The physician mentioned the patient had a late circumferential pericardial effusion and it lead to cardiac tamponade. A pericardiocentesis was performed and the amulet remain implanted. The patient was reported stable.

Manufacturer narrative:
An event of dyspnea, tachycardia, and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that after the procedure, the patient was prescribed dual antiplatelet therapy (dapt) for 6 months. Later on, the patient had shortness of breath and fast heart rate. The physician mentioned the patient had a late circumferential pericardial effusion and it leads to cardiac tamponade. A pericardiocentesis was performed and the amulet remain implanted. The patient was reported stable. Based on the information received, the cause of the reported events could not be conclusively determined.

Event description:
N/a.